Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. It was reported that the customer experienced a low blood glucose (bg) level low to 125 mg/dl. Low bg cause was not known. Customer declined to troubleshoot low bg event. Reportedly, customer continued using pump for insulin therapy.